Event description:
Hcp reports patient presented with a burning sensation at the lead extension connection of their device. The area was explored surgically and a granuloma formation was noted. The lead and extension were explanted and replaced, and the granuloma was removed. The lead and extension were explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Additional information: final device analysis results reveal - no anomaly found.